Manufacturer narrative:
The electrodes were returned for evaluation, the malfunction was duplicated during visual evaluation. The malfunction was attributed to an open jumper wire on the electrode pad. We were unable to determine how the wire became disconnected. This type of failure does not disable the electrode from delivering therapy when attached to a defibrillator. This is a malfunction that only impacts self-test of the electrode with the defibrillator. This type of malfunction does not pose any clinical impact and does not meet our guidelines for reportability. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the clinician was unable to use these electrodes because they were "defective". There is no further information available regarding the alleged failure at this time. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.